Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. And other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient underwent a gynecological procedure to treat pelvic organ prolapse, entereocele and rectocele and a mesh was implanted. It was reported that the patient underwent mesh removal due to vaginal, rectal pain with both incontinence, bleeding and dyspareunia. Removal date is (B)(4) 2011. No further details on this surgery. (B)(4).

Manufacturer narrative:
(B)(4): pressure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient underwent rectopexy on (B)(6) 2011 by (B)(6). It was also reported that the patient died on (B)(6) 2012 due to ischemic stroke. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced falling spells, not urinating, prolapsed rectum, swelling, weakness with orthostatic dizziness, rectal bleeding from prolapse, decreased urine output, anorexia and weight loss.

Event description:
It was reported that following insertion the patient experienced falling spells, not urinating, prolapsed rectum, swelling, weakness with orthostatic dizziness, rectal bleeding from prolapse, decreased urine output, anorexia and weight loss.

Manufacturer narrative:
It was reported that following insertion the patient experienced interstitial cystitis, and urinary tract infection.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to enterocele, rectocele, defactory dysfunction and sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.